Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the hospital for a routine device changeout, insulation abrasion was observed after defibrillation threshold testing. The lead testing through a psa revealed oversensing and declined impedance. The lead was capped and replaced. The patient condition is good after the procedure.